Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump was program with multiple boluses. All boluses delivered properly and were recorded in the bolus history screen. No history anomaly noted during our testing. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. No sticky button/keypad noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported experiencing high blood glucose of 400 mg/dl. Customer also stated the buttons on the insulin pump were sticking. It was stated customer attempted to treat with a bolus, but blood glucose did not come down. At time of this report, customer's blood glucose was in the 300 to 399 mg/dl range. It was also stated a bolus was missing in the bolus history. Customer was advised she may have forgotten to press a button. Customer was instructed to deliver 0.2 units of insulin and the history was checked, which accurately reflected the delivery.